Event description:
In the process of transferring a resident from bed to chair with a hoyer pt lifter, the arm of the lift began to tilt to the left and the nurse was unable to stop the momentum of the lift with the resident's weight. When she was unable to right the lift, she then tried to cushion the resident as she went to the floor. Initially there appeared to be no injury. The resident was examined and no injury was identified. She had full range of motion in all joints. The following morning there was a change in the level of the resident's consciousness, she was examined by the physician who ordered a CT scan of the skull. This was completed within 6 hrs. Results showed this scan to be negative for injury. That evening the resident complained of pain in her left leg. At that time, she still had full range of motion in the left hip. The next day when she continued to complain of pain, an x-ray was ordered which showed a sub-capital fracture of the left femur. She was transferred to the hosp where a total hip replacement was performed without complication and she returned to the skilled nursing facility three days later.